Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has a broken ECG connector. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to verify the reported malfunction. The fse replaced the front-end board (0670-00-1164). The fse conducted a preventive maintenance (pm) with calibration. The iabp was then ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to verify the reported malfunction. The fse replaced the front-end board (0670-00-1164). The fse conducted a preventive maintenance (pm) with calibration. The iabp was then ready for clinical use.the following investigation was performed bytechnician of the maquet failure analysis and testing dept. (Fat) wayne,the failure analysis and testing dept. Received part pcb, front end, rohs htc with a reported unit failure of a damaged ECG port.the fat proceeded to install the cardiosave trainer ECG cable into the ECG connector j1 of the board.the cable could not be inserted into the ECG connector of the front end board.the board failed testing for the damaged ECG connector.retaining the board in the fat per procedure.the most probable root cause for the damaged ECG port is expected wear and tear.